Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in reservoir. The customer's blood glucose level was 325 mg/dl. The customer needed assistance changing out the set. The customer declined to troubleshoot for the highs. The customer was advised to monitor the device.